Event description:
This procedure is part of the (B) (4) trial. At end of case, after the last pass of the silverhawk, a plaque flap and small extravasation was noted from the distal area of the intervention. The physician repaired the perforation by ballooning the area with an angioplasty balloon-inflated 3 times. No further extravasation or loose plaque was visible at end of case. Patient experienced no disruption of distal flow or other complications. Discharged the following day as per routine following this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.